Event description:
During the implantation procedure, the stylet perforated straight through the lead body just below the entry port of the lead pin above the yoke. The piercing took place with the portion of the lead outside of the body. This lead was not implanted; a new isoline was implanted successfully.

Event description:
During the implantation procedure, the stylet perforated straight through the lead body just below the entry port of the lead pin above the yoke. The piercing took place with the portion of the lead outside of the body. This lead was not implanted; a new isoline was implanted successfully.

Manufacturer narrative:
(B)(4), 2012.the analysis on this lead is pending.

Manufacturer narrative:
The analysis on this lead is pending.